Event description:
It was reported that during an anterior laparoscopic rectum surgery, after the stage of the resection procedure, end-to-end fusion was performed using johnson¿s linear stapler (ethicon) and b.braun¿s circular stapler. After treatment, the patient had a leak in the joints, despite proper ring continuity check and leak test.

Manufacturer narrative:
(B)(4) date sent: 5/31/2023 d4: batch # unk b3: unknown, assumed 1st day of month that the event took place. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? No how was the leak controlled? No leak how much blood was lost (ml)? N/a did the patient require a transfusion? Yes was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Death attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the third-party staplers (b. Braun) used with the ethicon devices during the same surgery? Please provide the product code(s) that were used for each patient (is this two separate patients, therefore; 2 separate complaints? What does ring of continuity mean? Was this based on visual inspection or seeing that the washer was completely cut? How was the bleeding addressed? Was a transfusion required? Was there a leak in both patients? Where was the leak identified during the re-operation? Can a detailed timeline of events leading up to the patient¿s death be provided? Was an autopsy performed? If yes, can the report be shared with us? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.